Event description:
It was reported that sureflex steerable guiding sheath was selected for use during an index procedure (pulse field ablation) occurred in (B)(6) 2025. When flushing the sheath in a particular way, when drawing back, more air was noted than what was typically seen during a normal sheath/catheter interaction. The procedure was completed sucessfully. No patient complication was reported. The device is expected for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sureflex steerable guiding sheath was selected for use during an index procedure (pulse field ablation) occurred in (B)(6) 2025. When flushing the sheath in a particular way, when drawing back, more air was noted than what was typically seen during a normal sheath/catheter interaction. The procedure was completed sucessfully. No patient complication was reported. The device is expected for return. It was further reported that during procedure, a coronary sinus (cs) catheter ice probe were present when air bubbles were observed. The event occurred while inserting a catheter and it was one of the first times the operator was using this specific type of sheath. The sheath was aspirated but air remained present afterward. No liquid leakage was observed. Air bubbles were seen at the flush port and were noted while aspirating after the faraflex catheter insertion. The faraflex catheter was involved but not considered the cause.

Manufacturer narrative:
Device technical analysis: the device has returned for analysis. Visual inspection found no damage to any component of the device, including the hub, seals or distal tip. The device passed flushing testing. Finally, pressure test was successful and the device was able to hold positive and negative pressure as expected. The reported allegation is not confirmed as the returned sheath performed as expected in all tests, no leakage or inability to hold pressure were noticed. Device history record (DHR): the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the sureflex steerable guiding sheath risk documentation was completed and confirmed that the event of difficult/unable to flush and prolonged procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem, since the information available is insufficient to confirm the cause of the complaint. The device performed as expected in all tests. No damage or problems were found. Correction to the follow-up 1 MDR in block(s) patient identifier (a1), in section a - patient information.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sureflex steerable guiding sheath was selected for use during an index procedure (pulse field ablation) occurred in (B)(6) 2025. When flushing the sheath in a particular way, when drawing back, more air was noted than what was typically seen during a normal sheath/catheter interaction. The procedure was completed sucessfully. No patient complication was reported. The device is expected for return. It was further reported that during procedure, a coronary sinus (cs) catheter ice probe were present when air bubbles were observed. The event occurred while inserting a catheter and it was one of the first times the operator was using this specific type of sheath. The sheath was aspirated but air remained present afterward. No liquid leakage was observed. Air bubbles were seen at the flush port and were noted while aspirating after the faraflex catheter insertion. The faraflex catheter was involved but not considered the cause.